Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure the patient sustained severe burns on the thigh in the area where the neutral electrode was attached. The hf-generator esg-400 allegedly had switched to active mode before the neutral electrode had been properly installed and it then allegedly switched off without any error message or alert. No further information was provided.

Manufacturer narrative:
Additional information: h4 - device manufacture date; device evaluation: the suspect medical device was returned to olympus to be evaluated/investigated. Extensive tests were performed with particular focus on the high-frequency leakage current/output (and leakage current) of the esg-400 electrosurgical generator. All tested operating parameters were completely within specification, in particular the high-frequency output power levels and the leakage currents. No abnormality, defect, failure or malfunction was found. The evaluation/investigation detected some cracks on the right hand side of the front panel which do not have any impact on the functionality or safety of the device. The cause for the patient¿s burns could be an incorrectly attached electrode connection or disinfectant residue which are known phenomenons. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.